Event description:
It was reported that a caller experienced an alarm 2 followed by alarm 26, along with multiple occlusion events. The customer's blood glucose level did not exceed 500 mg/dl and was not reported as high by the cgm, indicating no adverse impact on blood glucose levels. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. The customer experienced frequent occlusion issues and sought additional assistance.